Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is february 4th, 2019.

Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch. No button error alarm during testing. No unlocked keypad connector. Unit passed self test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 65 mg/dl. The customer was treated with tablets. The customer reported that the buttons were not responding. It was reported that the black circle appeared and a little bit later the pump started squealing and the keypad was no longer responding. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.